Event description:
It was reported that the patient experienced iliotibial band tendonitis with pain and discomfort approximately one (1) year following right knee arthroplasty. The patient was treated conservatively with a cortisone injection and prescribed physical therapy. Initial operative notes noted no intraoperative complications. No additional patient consequences have been reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona revision cemented femoral component plus right size 5+ catalog #: 42504605812 lot #: 64825694, persona cemented stemmed tibial component size c right catalog #: 42532006402 lot #: 64367589, persona revision constrained articular surface right 14mm catalog #: 42522800414 lot #: 64689977, persona cemented all poly patella 29mm catalog #: 42540000029 lot #: 64516079, refobacin bone cement 1 x 40 catalog #: 110034355 lot #: e2704z18ba. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2022-01860, 3007963827-2022-00171.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed code is mechanical g4 - stem. The reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Per the package insert, pain is a known adverse effect of the system, however, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.